Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. This study supports the use of brachiobasilic arteriovenous fistulas as third choice after radiocephalic and brachiocephalic arteriovenous fistulas. It also showed good results with a new type of prosthetic graft that allows cannulation within days of implantation.

Event description:
Received an article titled "comparison among transposed brachiobasilic, brachiobrachial arteriovenous fistulas and flixene vascular graft." The article was to compare the outcomes of 3 upper arm access types: transposed brachiobasilic arteriovenous fistula, autogenous brachial vein-brachial artery access, and a new type of eptfe graft, in a consecutive series of patients treated in a tertiary centre. Per the article one graft failure occurred: one patient had low graft velocities that remained low despite central venous stenosis angioplasty.